Event description:
This spontaneous report was received on (B)(4) 2010, from a reporter reporting on (B)(6) consumer from the united states. On an unspecified date, the consumer used an unspecified o b tampon. At an unspecified time after her period, it was reported that her boyfriend could feel something inside her during sexual activity. It turned out to be the end of the tampon wrapper which had not come off right before she inserted it. Consumer reports she has noticed the wrapper ends not coming off with the rest of the wrapper before, but must have missed this one. She was able to remove the wrapper piece herself. There were no reported adverse effects. The consumer did not provide a lot number; therefore the device history record could not be reviewed and the visual inspection of a retain sample cannot be performed. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.